Manufacturer narrative:
For both of the events, the investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable non-reproducible elecsys ft3 iii results were generated by cobas 8000 e 602 modules. The events involved a total of 2 patients. The known patient's age was (B)(6). The other patient's age was requested but was not provided. The patients' weights were requested but were not provided. The known patient was a female. The other patient's gender was requested but was not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.